Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was above 20 mg/dl. The customer stated that they keep the insulin pump in their bra all day. The discontinuation of the device was advised. Nothing further was reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.